Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h4, h6. Correction: b4, d1, d2, d4, d10, d11, g4, g7,h3 h10. D11: concomitant medical devices: item # unknown item name duasul insert lot # unknown item # 01.00405.114 item name revitanâ, distal part, straight, uncemented, 14/140 lot # 2548595. Item # 01.00402.055. Item name revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 lot # 2540154. Part specific investigation: ref (B)(4): less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Durasul insert: a complaint history review, including part and lot specific investigation, could not be performed as the item number is unknown. Review of event description: it was reported that the patient was implanted on (B)(6) 2010 with a total hip prosthesis and experienced a second dislocation on (B)(6) 2019 which was repositioned surgically under short anesthesia. A third dislocation occurred on march 24, 2019. Moreover it is described, that the patient has been experiencing pain in the left hip upon getting out of the car and taking a few steps. She has been recently experiencing a snapping sensation in the right hip which occurred several times. The patient underwent a first dislocation on (B)(6) 2019, reported under (B)(4). (B)(4) addresses the revision surgery on (B)(6) 2019 due to revitan stem loosening. Review of received data: implantation report of (B)(6) 2010. Indication: on (B)(6) 2010, a cannulated cement spacer was implanted in the right hip after a total hip prosthesis (thp) was revised due to infection. Since the acetabular roof is deficient, it is to be rebuilt with an allograft. The insufficient trochanter should be reconstructed and at the same time compensating for the significant shortening of the right hip. Procedure: the intact cerclage wires are removed step by step. After these are removed, the most posterior fragment of the trochanter is stable. The remaining trochanter, comprising of several pieces, is mobile. Osteotomy of the posterior trochanteric part, which includes the tendon of the gluteus medius, is made. The piriformis tendon is released to have less pull on the femur. The entire cement spacer is knocked-out step by step. The femoral cavity is cleaned with the reverse cutting chisels and then reamed with the reamer size 14. The acetabulum is exposed. As expected from the x-rays, the acetabulum has an oval shape due to an apical defect. Accordingly, to fill the deficient space, a piece of an allograft femoral head is cut and milled to obtain a spherical shape. The piece is inserted in the acetabulum and fits optimally. It is then fixed with a kerboull cage size 56 mm and three 4.5 mm cortical screws with washers. All screws have a very good hold and the kerboull cage sits without springing. A durasul low profile cup size 48/32 is cemented. A revitan trial prosthesis size 14/140 with a proximal part size 55 mm is implanted and reduced with a short head. This results in an overhang as planned and the fit of the joint is as desired without dislocation tendency. Accordingly, a definitive revitan prosthesis 14/140 with a proximal part size 50 mm, is implanted. The definitive prosthesis sinks 3 mm deeper than the trial prosthesis. Accordingly, a size 32m head is used instead of the 32s. There is unchanged good fit of the joint and no tendency of dislocation. After final reduction the various trochanter fragments are debrided and re-fixed. Two braces-like wire cerclages are applied which are guided medially intraosseous and secured by a transverse cerclage. The two wire cerclages are tightened after twisting them twice in the middle, over the trochanter, to exert pressure and to be able to correctly distalize the trochanter. A transverse wire cerclage is installed. The separation of the tip of the trochanter is prevented by an additional cerclage. With this complex construction the trochanter is held very stable under simultaneous good restoration of the pre-tension of the abductor muscles. Medical letter of (B)(6) 2018 the letter reports the findings of a scheduled annual check-up of the patient. Diagnosis: cerclages were removed, debridement as well as soft tissue closure over the osseous trochanteric defect performed on (B)(6) 2011. Fall due to a syncope in (B)(6) 2016. There is a progressing tendency towards external malrotation of the right lower extremity and weakness in the right hip pelvis ap and axial x-ray of the right hip of (B)(6) 2018: unchanged position of both right and left thp with intact prostheses no signs of loosening. Preexisting fracture of the most cranial screw in the right acetabulum. Medical letter of (B)(6) 2019 the letter reports the findings of a scheduled annual check-up of the patient. Findings: limping due to shortening of the right leg assessment: on the right-hip side, the situation has been stabilized or slightly improved thanks to physiotherapeutic measures. Radiological report of (B)(6) 2019 the report shows the findings of a 3 phase skeletal scintigraphy and spect/CT hip joint / CT rotation from (B)(6) 2019. Indication: polyethylene wear with state after thp years ago. State after multiple surgeries. Assessment: aseptic loosening of the right acetabular component with pronounced resorption line, osseous overloading/overstressing anterosuperior and fracture of the superior fixation screw. No foreign body granuloma. Chronic focal perforation of the central acetabular roof with leakage of cement. Aseptic loosening of the proximal part of the femoral prosthesis on the right with radiolucent line along the proximal 7 cm. The distal 9 cm are fixed. Insufficient cortical overgrowth anterior and lateral. Moderate fatty degeneration of the right gluteus minimus and medius. Medical letter of (B)(6) 2019 diagnosis: non-traumatic dislocation of the right hip prosthesis anamnesis: after getting out of the car and a few steps the patient experienced a sudden pain in the right hip without trauma. Recently, the patient noticed several times a snapping of the right hip. Assessment and procedure: on the x-ray a dislocation of the right thp was seen. The dislocated right hip was reduced. The reduction was confirmed radiologically. Medical letter of (B)(6) 2019 diagnosis: recurrent non-traumatic dislocation of the right hip prosthesis anamnesis: the day before yesterday, the patient came to the emergency room with a non-traumatic right hip dislocation, which was reduced in the emergency room. A hip surgery is scheduled for monday. In the meantime, the patient was discharged home. Now she has woken up at night with severe hip pain and could hardly move her leg due to pain. Assessment and procedure: radiologically, the dorsal dislocation of the hip could be confirmed. The right hip is reduced. On (B)(6) 2019 the hip surgery will take place as planned. X-rays the x-ray follow-up for the right-side hip prosthesis is at hand. An additional x-ray concerning the left hip prosthesis and a MRI scan were also received but will not be further evaluated in this report. Moreover, this review concetrates on the event dislocation. The x-rays taken on (B)(6) 2011 reflect the situation described in the implantation report i.e. Implantation of the revitan stem with a kerboull cage and a cemented insert using cerclage wires. Concerning the acetabulum, the pelvis overview taken on (B)(6) 2011 exhibits that the inclination angle of the cemented polyethylene insert is approximately 32°. The inclination angle was checked for all available pelvis overviews and it was observed that it is slightly decreasing over time in vivo, reaching approximately 26.6° just before revision. On the pelvis overview taken on (B)(6) 2011 slight radiolucent areas can be recognized along the superior quarter of the kerboull cage, in the area of the allograft, when compared with the previous study date. On (B)(6) 2012 increased radiolucency in the area of the allograft can be observed. On (B)(6) 2013 the radiolucent areas extend to the superior half of the kerboull cage. On the pelvis overview taken on (B)(6) 2014 and onwards, it can be seen that one of the fixation screws of the kerboull cage is fractured. A dislocation of the prosthesis to posterior is seen on the x-rays from (B)(6) 2019. One day later the prosthesis is reduced. A new dislocation to posterior is visible on the (B)(6) 2019 followed by a reduction the same day. On (B)(6) 2019 the prosthesis is again dislocated and reduced the same day. Devices analysis visual examination: product investigation (including pictures) was performed within (B)(4). In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. On the articulation surface of the head numerous fine scratches as well as some coarse scratches can be observed. The latter can probably be attributed to the revision surgery. The head taper is inconspicuous. Review of product documentation all involved devices are intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). DHR review cocr head: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary it was reported that the patient was implanted on (B)(6) 2010 with a total hip prosthesis and experienced a second dislocation on (B)(6) 2019 which was repositioned surgically under short anesthesia. A third dislocation occurred on (B)(6) 2019. The quality records of the cocr head show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. A complaint history review, including part and lot specific investigation, could not be performed for the durasul insert as the item number is unknown. During implantation of the revitan stem, the acetabular roof was deficient and was rebuilt with an allograft which was fixed with a kerboull cage. A polyethylene insert was cemented in the cage with an inclination of approximately 32°. The x-ray follow-up showed increasing radiolucent areas in the region of the allograft bone, a fractured screw and decreasing inclination of the polyethylene insert. This indicates loosening and migration of the acetabular component. This situation probably resulted in the recurrent dislocations of the prosthesis. If and to what extend the loosening of the connection pin contributed to the dislocations remains unknown. Based on the available information, an exact root cause for the dislocations could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item # unknown, item name durasul insert hip, lot # unknown. Item # unknown, item name revitan proximal stem hip, lot # unknown. Item # unknown, item name revitan distal stem hip impl win gen, lot # unknown. The manufacturer received x-rays and other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient had 1 dislocation on (B)(6) 2019 and was treated with medical intervention under short anesthesia.